Event description:
It was reported that the device was at elective replacement indicator (eri) and had unexpected longevity. It was further reported that the left ventricular (lv) lead has had high thresholds since the middle of last year. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis of the device revealed normal battery depletion. Concomitant product: product ID: 1388t lead, implanted: (B)(6) 2005. (B)(4).